Manufacturer narrative:
The customer complained that the autopulse platform's user control panel (B)(6) stopped working, and the display panel was blank, which was not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The autopulse platform passed the functional testing with no issues. The reported problem was not reproduced throughout the testing at zoll. The archive data indicated that the autopulse platform was not powered on and used on and around the customer-reported event date. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During the morning shift check, the autopulse platform's user control panel (B)(6) stopped working, and the display panel was blank. No patient involvement.